Manufacturer narrative:
Product complaint : (B)(4). Investigation summary: the investigation of the returned device revealed breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor cracked, rep noticed before it was used. Not sure when it became damaged.